Event description:
On june 15, 1993, the codman skull clamp was appliaed to the patient's head. This device suport the mayfield skull clamp pins that immobilize the skull during neurosurgery. Patient was secured in the clamp according to manufacturer specifications. The pins slipped causing a 1-1/2 inch laceration to right parietal area. The lacerated area required suture without change to patient status. Optional skull clamp pins aare investigateddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-sep-92. Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.